Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the pt was ¿not that careful while making connection¿ during pd therapy (further details not provided). Subsequently, the pt experienced peritonitis manifested by vomiting. The pt was hospitalized on the same day as onset. Treatment for the peritonitis was unknown. On an unreported date, during hospitalization, the patient¿s pd catheter was removed, dianeal therapy was discontinued, and the pt began hemodialysis (hd). Thirteen days after being admitted to the hospital, the pt was discharged. At the time of this report, the pt was recovered from the peritonitis. Additional information was request but is not available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to use aseptic technique to reduce the chance of infection. A review of the label for the product family will be conducted. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.